Manufacturer narrative:
One catheter with an attached monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. Customer report of balloon issue was confirmed. The balloon did not inflate due to an interlumen leakage at the catheter tip area between the inflation and distal lumens. Leakage stopped when the proximal balloon end was clipped. The proximal injectate lumen was patent without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5cc air. Location of an interlumen leak was determined by clipping catheter body from the distal end until leakage stopped. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report was confirmed as related to the manufacturing process. An investigation is underway to determine what actions are needed to prevent recurrence of this type of complaint.

Event description:
It was reported that "the balloon did not inflate before use." No patient injury was reported.